Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4: batch # 654c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the shroud dent and with no reload present. The functional test clamping mechanism and open mechanics were damaged since the jaws did not fully open when first opened. After closing and opening again, the jaws fully opened. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, a partially unrolled channel pin was causing interference with the closure ring causing thus, the jaws not to fully open, and the difficulty observed with closing and opening the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damages to the shroud and clamping mechanism are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, after second firing of stapler, jaws of stapler would not open even after un-ratcheting the handle. Did not fire the loaded 3rd staples. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. What is meant by "un-ratcheting the handle"? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2024 d4: batch # unk.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2024. D4: batch # 654c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the shroud dent and with no reload present. The functional test clamping mechanism and open mechanics were damaged since the jaws did not fully open when first opened. After closing and opening again, the jaws fully opened. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, a partially unrolled channel pin was causing interference with the closure ring causing thus, the jaws not to fully open, and the difficulty observed with closing and opening the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damages to the shroud and clamping mechanism are potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified.